Manufacturer narrative:
Isi received the device involved with this complaint and completed the device evaluation. Failure analysis was able to reproduce the customer reported failure mode. The illuminator was installed and tested on an in-house test system and an error displayed with no power on the unit. Upon visual inspection it was found that the pin was bent, there was a missing screw/bracket and the fans were dirty. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system generated error 297. The site had power cycled a few times prior to calling an intuitive surgical, inc.(isi) technical support engineer (tse). Upon review of the system logs the tse found error 48238 pointing to a communication issue with the illuminator. The tse recommended another power cycle with breaker reset on the vision side cart (vsc) or use an external illuminator. However, the issue persisted and the surgeon made the decision to use an external light source to complete the procedure. There was no report of patient harm, adverse outcome or injury. An isi technical field specialist (tfs) was dispatched to the facility and was able to reproduce the reported failure. The tfs replaced the illuminator to resolve the issue. The illuminator contains a high-intensity light source to illuminate the surgical site and the electronics for initial processing of endoscopic video.